Event description:
The customer reported that the system displayed a communication fail error message. This error message will likely result in a system lockup or shut down or prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply contacts were cleaned and reseated. The system was then found to be operating as intended.